Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges additional surgical intervention, general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh composite ip (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2010 and a ventrio st mesh on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip mesh and ventrio st mesh. Attorney alleges that the patient underwent revision surgeries for the sepramesh composite ip and ventrio st meshes on (B)(6) 2012 and (B)(6) 2015. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.